Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be confirmed. The marathon instructions for use has a warning statement that reads: "prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers".

Event description:
Medtronic receive report that during embolization of cerebral arteriovenous malformation procedure, the marker band of the marathon catheter was not visible under fluoroscopy. The dislodged marker band was later found on the tip of the shaping mandrel. Prior to the incident, the marathon was steam shaped and then advanced in the patient; however, the radiopaque marker was not visible under fluoroscopy. The marathon microcatheter was removed from the patient and another marathon was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the catheter, distal tip and marker band were missing from the catheter. The tubing material at the broken end exhibited jagged edges and stretching. The catheter tip appeared to be shaped. The cause of the marker band dislodgement could not be determined. However based on analysis, the catheter broke when the tensile strength of the tubing material was exceeded. The reported shaping of the catheter tip may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacturing. Per marathon instruction for use warning: do not ¿over-shape¿ the catheter to achieve the desired shape angle. Over-shaping can lead to catheter kink or prolapse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.